Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Discarded at site.

Event description:
This procedure was part of the (B)(4) study: successful atherectomy and angioplasty of severe stenosis in the proximal right peroneal artery. A second tandem lesion was accessed and post atherectomy, a small perforation was noted. The perforation was treated with a 2.5 mm balloon catheter, and was resolved.